Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, there was a small leak from the oxygenator purge line. No patient involvement as this occurred during prime; product was changed out; surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. For this reason, terumo referenced evaluation conclusion code: conclusion not yet available- evaluation in progress. (B)(4).